Event description:
Event description guidant received information that this ventricular lead has been producing impedance measurements > 2000 ohms which triggered the lead safety switch on the pacemaker. Additionally, noise has been observed. A previous x-ray was unremarkable for a lead fracture. The guidant technical services consultant is suspicious of a lead fracture and recommended obtaining an x-ray of both leads in the clavicle/first-rib location. Additional information was received stating this lead was removed from service due to twiddlers syndrome. The associated pacemaker was also removed from service due to the recent safety advisory.